Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was detected in the patient line of a homechoice cassette set; further stated as "1/2 inch of air in the patient line near transfer set". The patient was connected at the time of the event. This occurred during the initial drain step of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient to end the therapy and disconnect the supplies. Rts recommended the patient follow up with their peritoneal dialysis nurse regarding the set up for a new therapy with all new supplies. Rts reviewed proper procedures per the user manual reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.